Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician attempted to place a taxus liberte 3.0x8mm drug eluting stent to the 85% stenosed lesion located in the moderately tortuous, severely calcified circumflex (cx) artery. While the device was being introduced into the guide catheter, the physician twisted the proximal portion while moving it forward through the guide and into the patient. Minimal force was used on the shaft while moving it forward. At this point the device was removed for inspection and it fell into 2 pieces. The device was fully removed from the patient without difficulty. No patient injuries or complications occurred. Patient status is satisfactory. The procedure was completed using a different device, unknown type and size. This product is only ous approved, but it is similar to a marketed us device.